Event description:
During eval, it was observed that no grease was present on the pumps cams. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Wear on the cams, fingers and valves caused by the ungreased cams was observed. This failure could lead to over and under infusions of greater than 10%. The pump's cams, fingers and valves have been replaced.